Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he woke up and noticed his insulin pump is frozen and his blood glucose was high. He had changed his infusion set that night after dinner. Customer stated that the device is stuck in the rewind process. When he inserts the reservoir and presses the act button there is no response. The last alarm that appears in status is low reservoir and the time is advancing. Blood glucose value is 326 mg/dl. Customer got in contact later and stated that he was able to make the insulin pump to work again and requested to cancel the replacement. Customer was advised to report if issue persists. Nothing further reported.